Manufacturer narrative:
The retained samples were inspected, and no abnormal were found.by investigating the production process, it was found that the inability to retract might be due to incomplete installation during assembly. The equipment was improved and the employees were trained to eliminate this problem.

Event description:
On (B)(6) 2025, customer reported having an issue with the product and that the device malfunctioned. No adverse patient effects were reported.